Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 22.0cm was returned for analysis. External insulation abrasion was noted at 16.7-17.0cm and 20.5-21.0 from the connector pin, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at these locations. This is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that out of range high, high voltage lead impedance was noted. Externalized conductors possibly due to abrasion were noted. The lead was capped and replaced due generator change out. The patient is stable post procedure.